Manufacturer narrative:
Other relevant device(s) are: software 9733686 s7 synergy spine, version: 2.1.0. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed they were unable to replicate the reported issue. The system was functioning as intended. The software is under investigation at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was using the iso-c and transferred a spin. They found the trajectory views were completely blank and when they went to the lumbar it wasn't showing the expected anatomy. Cycle views brought the anatomy in but when they went to navigate it did not show as expected. The scan could have been taken with the patient not in the center of the bore, because when they took another spin everything was normal. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs were reviewed but provided no additional insight regarding the cause of reported complaint. . If information is provided in the future, a supplemental report will be issued.